Event description:
Doctor was stating the device was reprogrammed and was not sure why her sugars where not controlled. Customer was hospitalized due to diabetic ketoacidosis. Customer was at work and was not feeling well blood glucose was 423 mg/dl. Customer's blood glucose was 600 mg/dl. Customer was hospitalized at the time of the call. The drive support cap was normal. One air bubble was noted. Manual prime was performed and insulin did exit. No leaks noted. Settings were correct. High pressure test was performed and device passes. Customer was advised the device was functioning as designed. Site was removed, cannula was bent and occluded. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.